Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Nurse reported high laser temperature, and this was noticed at system start up, and prior to performing any procedures. Four patients had received topical anesthesia in preparation for surgery. No patient harm was reported.